Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the computer/analog (c/a) board. There was a short at connector j1003 on the c/a board. The short damaged multiple components on the c/a and defibrillator pcas. The root cause for the short could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it would not power on.